Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 30 degree endoscope plus instrument was throwing an error code and was flipping automatically on its own. The customer informed the surgeon was not pressing any buttons. The logs reported errors on the 30 degree endoscope plus with serial number (B)(6). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found in log: 48423 camera err lost incoming sensor video. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope cable integrated connector was visually inspected and found damage. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The noise of the endoscope was tested on a system or equivalent and found to fail the focus test. The endoscope was found with video intermittent image. The endoscope camera module was disassembled for visually inspected and found with capacitors and inductor damage. Customer dv5 system log was reviewed, and error was found 48423 camera err lost incoming sensor video, this error is related video is no longer reliable on this camera due to errors in the video format detection, mipi errors or forza crc errors. Components involved in providing video between the esc and the camera sensors should be investigated. Endoscope was test fixture, then it was performed functional test to verify electrical/communication performance, and it passed. Then camera module integrity was tested by apply heat to distal tip 55 degree c and lower voltage 1.3v to 1.2v and the result was that camera module, and it failed, showed noise in left eye. Endoscope tip was cut for visual inspection of camera module, and it was found damage component silicon line mipi-to-serial a capacitor c12 and c11 and it may cause the failure. The complaint regarding thrown an error code was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.